Manufacturer narrative:
Product analysis summary: received for analysis was one cougar guidewire. The coils were stretched, severely entangled and unraveled. The core wire was exposed. The distal tip was in place; no detachment was noted. The od of the wire measured 0.014inch. No other damage was noted to the remainder of the device. Additional information: cougar guidewire was used to treat a tortuous, severely calcified lesion exhibiting 90% stenosis in the cirque marginal. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was indicated that the detachment occurred at the tip of the device. It was later stated that the cougar guidewire was changed out for a medtronic ebu guide catheter. Four oct runs were attempted and a non medtronic stent was put in additional information 13 nov 2020: during a procedure an attempt was made to use one cougar guidewire to treat lesion in the cirque marginal. It was also stated later that the detached tip was not removed from the patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one cougar guidewire to treat a moderately tortuous and severely calcified lesion in the mid lad. The device was inspected with no issues noted. The device was prepped per IFU with no issues. The wire tip was formed by the physician. The lesion was predilated using a non medtronic balloon. The device did not pass through a previously deployed stent. Resistance was encountered and excessive force was not used. It was reported that the wire became unraveled in the patient when noticed it was able to be pulled out completely. A device detachment was noted. Oct imaging was used. The issue was noticed when a stent was being advanced to the lesion. Everything was removed from the patient. No patient injury was reported.

Manufacturer narrative:
Additional information on product analysis: the proximal joint was stretched in a distal direction. The core wire had separated from a portion of the core wire at the distal tip. Od measurements at joints, along spring and core wire all met specification of 0.014¿ maximum. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.